Manufacturer narrative:
The returned paddle scraper was examined. The tip of the device was found to be deformed/twisted in a manor consistent with applying torsional force to the device while inserted in the bone. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that a paddle scraper bent during surgery while preparing a disc space for fusion. The device was used to successfully prepare the disc space and complete that portion of the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a paddle scraper bent during surgery while preparing a disc space for fusion. The device was used to successfully prepare the disc space and complete that portion of the procedure. There were no reported patient impacts associated with this event.